Event description:
Same case as 2134265-2008-02924. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00 x 12 mm taxus express2 drug eluting stent was explanted and bypass surgery was performed. The lesion being treated was located in the heavily calcified, very tortuous mid to proximal left anterior descending (lad) artery. The physician deployed a 3.00 x 12 mm taxus stent in the mid lad. Then the physician went in with a buddy wire and used a 2.5 x 15 mm maverick balloon to dilate the lesion. The physician attempted to place a 2.50 x 16 mm taxus express2 drug eluting stent, but it became stuck on the previously deployed 3.00 x 12 mm taxus stent. The physician continued to retract the stent and was successful in removing the 2.50 x 16 mm stent. Add'l angio shots were done and the 3.00 x 12 mm stent could not be seen. The 3.00 x 12 mm stent was located on the table with a 2.50 x 16 mm taxus stent. The pt was taken to non-emergent bypass surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any supplemental medwatch will be filed.